Event description:
A healthcare worker experienced a burning sensation on her right hand next to her thumb when removing items from a completed load. The symptoms resolved in 3 hours after rinsing the contact site under running water and she did not seek medical attention. The vaporizer plate was not in place, but was subsequenlty installed.